Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not connecting the patient line extension prior to priming is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during initial drain. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm. During the troubleshooting, it was determined that the patient had connected a patient extension line after priming. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.